Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual injection was given to address bg. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the cause for incomplete bolus alerts.